Event description:
The customer reported that the system would not produce fluoroscopy along with a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced. The system was then found to be working as intended.